Event description:
It was reported that the patient experienced phrenic nerve stimulation. A left ventricular (lv) lead dislodgement was also noted. The lv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.